Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line) alarm occurred on the homechoice machine during dwell two of three of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The power was cycled to clear the alarm and the patient was advised to start therapy over using new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available at this time.